Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's solenoid valve was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's solenoid valve was replaced to address the issue. Additionally, the device's oxygen module blending subassembly was also replaced to address the issue. However, the oxygen module blending subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen module blending subassembly functioned as designed and operated without issue or error codes.